Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a high, out of range shock lead impedance (sli) alert. The daily sli slowly increased over the past year. It was discussed about how it might be due to calcification. A commanded shock test was recommended to test ability to charge and deliver without delivering open circuit fault. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a high, out of range shock lead impedance (sli) alert. The daily sli slowly increased over the past year. It was discussed about how it might be due to calcification. A commanded shock test was recommended to test ability to charge and deliver without delivering open circuit fault. Additional information was received mentioning that the signal artifact monitoring respiratory sensor was disabled due to the device checking sli with out of range values post capacitor reform. The rv lead remains in service. No adverse patient effects were reported.